Event description:
It was reported that the spike of a vented paclitaxel set disconnected from a solution bag, leading to a chemotherapy spill. The reporter stated that the bag had been spiked and primed in the pharmacy; once the nurse transported the setup to the treatment area and hung the bag, the spike ¿fell out¿ of the bag. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information was received from the customer. The customer stated that the set was spiked into an excel bag. A sample was not returned for evaluation. However, the product label was reviewed, which states "for use with rigid nonvented solution containers". It was documented that the customer was using the set with an excel b. Braun solution bag, which is a non-rigid solution bag.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.